Event description:
This complaint is being reported due to an alleged keypad malfunction. There was no report of product misuse. The keypad did not appear to be peeled or torn. Furthermore, there was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for evaluation. The results of the investigation were as noted: the 'contrast/up/ok' buttons are responsive and 'down' button intermittently are responsive to user input. All buttons spring back when pressed. After the keypad was removed, an internal inspection reviewed contamination under 'down/contrast' button contacts. There was no contamination observed under 'ok/up/button contacts.